Manufacturer narrative:
The event occurred in china. It was reported that ¿hi-tmmp¿ error was displayed on the rotaflow console after running for a period. The incident occurred during use. The pump did not stop, but the device was exchanged with another machine. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. A getinge field service technician investigated the affected rotaflow console with s/n (B)(6). The technician cleaned the device and a test run was performed for 4 hours without any abnormalities. The rotaflow is working as intended. No parts has been replaced. Based on these investigation results the reported failure "hi-tmmp error" could not be confirmed. However, the reported failure "hi-tmmp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: - heat accumulation - device used out of specification - wrong intervention limits - unintended rpm change by user - charging of battery. The review of the non-conformities has been performed on 2025-02-11 for the period of 2014-04-02 to 2025-02-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2014-04-02. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 2.2.2 position of use and operation, and positioning: make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 2.2 general safety instructions: - only operate the rotaflow system within the specific technical and ambient conditions. - ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. Chapter 3.3.4: if the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that ¿hi-tmmp¿ error was displayed on the rotaflow console after running for a period. The incident occurred during use. The pump did not stop, but the device was exchanged with another machine. No harm to any person has been reported. Since the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore a report is required. Complaint ID: (B)(4).